Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the femoral head from the stem, and trunnions. The stem, head, and liner were revised to another liner and competitor femoral components. Rep confirmed that there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.